Event description:
It was reported that patient sent in a merlin.net transmission with non-sustained lead noise episode due to baseline noise. All electrical measurements were in range and stable. The device was reprogrammed, but oversensing on the discrimination channel persisted. No further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.